Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, a technical support specialist (tss) did not reveal any faults during the initial checks. The tss confirmed data synchronization was verified to be functioning correctly, and the device was communicating without any issues. The behavior appears to have been caused by a temporary network interruption on the customer¿s side. The customer has confirmed that the issue is now resolved, and no further action is required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient order was not crossing. There were no adverse events or injuries reported based on this event.